Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
It was reported that stent moved on balloon and catheter removal difficulties occurred. The 99% stenosed target lesion was located in the severely calcified left common iliac artery. A 6f non-bsc introducer sheath was introduced and after a coyote balloon catheter was advanced to pre-dilate the lesion, the introducer sheath was advanced beyond the lesion. A 7.0x30 x 75cm express¿ ld vascular stent was advanced for treatment. However, the stent slightly moved from the mounted/original position on the delivery catheter and when it was slightly pulled back, it got caught in the lesion. The balloon was dilated and the stent was successfully implanted. No patient complications nor injuries were reported.